Manufacturer narrative:
Additional information received on march 18, 2022 indicated that the health care professional confirmed left-sided capsular contracture grade IV. As a result, patient scheduled for removal on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent a breast augmentation primary with a mentor memorygel, 400cc, silicone breast implant experienced left-sided capsular contracture, unknown grade post procedure. The patient reported capsular contracture, hard, discomfort, tense on the chest when she does things. Doctor prescribed medication. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.